Event description:
It was reported that during implant of the right ventricular lead, it was almost impossible to fix the lead into the myocardium. Tissue and blood were noted in the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and there was tissue on the helix.